Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of over 500mg/dl. The customer reported having high glucose level for the past twenty four hours. The customer's most recent glucose reading was 189mg/dl. The programming on the insulin pump was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.